Manufacturer narrative:
The gds (gas delivery system) manifold assembly was returned to the v60 vent manufacturing facility for evaluation. The returned part was installed in the lab v60 vent in an attempt to duplicate the reported pressure regulation high occurrence. Results showed that the test vent/returned gds system passed the pressure accuracy verification. The test vent booted up and delivered breaths, the unit was further operated and tested, but no errors were generated. No failures were identified with the returned gds system when it was tested in the test vent in the manufacturer's lab.

Event description:
Customer sent the device to the international service center for routine periodic maintenance. The service technician during servicing identified occurrence of error code 1009 (pressure regulation high) in the diagnostic log. There was no patient involvement.